Event description:
It was reported that the patient was implanted in 2014 to treat parkinson's disease. The deep brain stimulation (dbs) system helped reduce the patient's tremor however, following the implant procedure the patient developed blepharospasm eyelid closing apraxia. The patient's eyes are closed eighty percent of the day and the patient's quality of life has been greatly reduced as a result. Botox injections have been unsuccessful. The patient will undergo a bilateral brow suspension. Additional information was received that the patient underwent the scheduled bilateral brow suspension. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was implanted in 2014 to treat parkinson's disease. The deep brain stimulation (dbs) system helped reduce the patient's tremor however following the implant procedure the patient developed blepharospasm eyelid closing apraxia. The patient's eyes are closed eighty percent of the day and the patient's quality of life has been greatly reduced as a result. Botox injections have been unsuccessful. The patient will undergo a bilateral brow suspension.